Manufacturer narrative:
(B)(4). Date sent: 11/3/2023. D4: batch # 412c95. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with three gst60g reloads present. The reloads (b and c) were received fully fired. The reload (d) was received unfired with the one-piece sled detached and with a slightly damaged on the reload pan, making it nonfunctional. The device was returned with a non-working firing mechanism. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidence of corrosion was noted on the motor. No functional testing could be performed due to the returned condition of the motor. One possible cause for this condition may be exposure of cleaning solutions. It is possible that the damage noted on the reload pan was due to improper handling of the reload. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 412c95, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 9/26/2023. D4: batch # unk. A manufacturing record evaluation was performed for the finished plee60a, with lot/batch number a9d31x, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, a piece of the gst60g reload (small yellow block see image on attachment) came off and remained stuck in the stapler. Another reload had to be opened and a new stapler also as a precaution. No patient consequence.